Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy, oophorectomy - unilateral (as per pif)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and psychological trauma had resolved. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case has become serious incident. Previously reported event ¿injury nos¿ replaced with ¿pain¿. New events were added: abnormal bleeding, psych injury. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, irritability, irregular periods, right lower quadrant pain, menstrual cramps, decreased appetite, weight loss, pelvic pain female, dysmenorrhea, abdominal pain, abdominal distension, ovarian cyst, cough nonproductive, general body pain, sore throat, diarrhea, nasal congestion and acute upper respiratory tract infection. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy, oophorectomy - unilateral (as per pif)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and psychological trauma had resolved. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding. Number of proximal coils: 4 on left cornua and 3 on right cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received: medical history, patient's date of birth, reporter information were added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.